Event description:
The customer reported that 10 cc of diluent leaked from the coulter act diff analyzer's probe during startup. A new probe was installed the day before the reported event. There was no report of direct contact with the leak. No erroneous results were generated in connection with this event. A field service engineer was dispatched to the site to evaluate the analyzer.

Manufacturer narrative:
The fse found tubing from the traverse assembly replacement at pinch valve (lv11) had popped off from the fitting. The fse replaced the tubing to resolve the issue. The fse also performed verification of instrument after the repair, which met specified requirements per established procedures. (B)(4).